Event description:
It was reported that before use bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was found with no label. The following information was provided by the initial reporter: a total of mycobacterium culture tubes were found to have quality problems 1 no label.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1363970 was satisfactory per internal procedures. Formulation and filling processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1363970 (100 tubes) were available for inspection. No defects were observed in 100/100 retention samples. No leaking or labeling defects were observed in 100/100 retention tubes. All 100/100 retention tubes were measured using a fill volume measuring tool. All 100 tubes measured at the acceptable media fill level. All 100/100 retention samples had properly affixed legible labels and a scannable barcode label. Two photos were received to assist with the investigation: the first photo shows one tube from batch 1363970 the media fill is lower than expected possibly from a tube that may have been leaking. The second photo shows one tube without any labels. No returns were received to assist with the investigation. H3 other text : see h.10.

Event description:
It was reported that before use bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml one tube was found with no label. The following information was provided by the initial reporter: a total of mycobacterium culture tubes were found to have quality problems 1 no label.